Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 "suddenly power off during use." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-97 "suddenly power off during use." There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The alarms were both visual and audible and measurements could be obtained. The power off issue was not observed during lab testing. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6).